Manufacturer narrative:
The investigation into the cannula detachment and the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on clinical information provided, the cause of the cannula detachment was most likely patient condition related since resistance was felt in the iliac artery during removal, and the cause of the limb ischemia was most likely use related since the ischemia resulted from the removal complications requiring continual manual pressure. The failure modes will be monitored and trended.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related events are as follows: cannula detachment: ¿avoid manual compression of the inlet and outlet areas of the cannula assembly.¿ impella 5.5 & cp: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ impella rp: ¿handle with care. The impella rp with smartassist system catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ limb ischemia: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
An 87-year-old male noted as high risk percutaneous cardiac insertion presented for impella support. The patient was on support for three days when the user facility reported a separation of the cannula during removal of the device. The physician was able to manually grasp and remove the component without surgical intervention. A hematoma developed and was treated with manual pressure, however, reduced distal pulses were reported. Vascular surgery was consulted for possible intervention.